Event description:
It was reported that, upon use of the needle device, the needle base dropped down and the needle kept pulling out, but the tip end mechanism never locked in place. No patient injury was reported.

Manufacturer narrative:
No additional information was received. The lot number reported was not found in the manufacturing records; and the reporter was not able to verify the lot number. The reporter referenced medwatch (B)(4), to report this event. No product was returned, thus the failure mode reported could not be investigated and a root cause could not be determined. The lot number reported was not found in the manufacturing records; therefore, a device history record (DHR) review could not be performed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).